Manufacturer narrative:
Result: roll pin.

Event description:
It was reported by service report that the bed was missing the calf support roll pins. The customer does not know if there was patient involvement or if there are adverse consequences to report.